Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7082964. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7080996. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319. Serial number: na. Batch/lot number: 32358286. Model/catalog description: clik x MRI anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced worsening pain, numbness, burning sensations, incontinence, sepsis, and a methicillin-resistant staphylococcus aureus (mrsa) infection while implanted with a spinal cord stimulator (scs) device. It was further reported that the patient experienced loss of stimulation therapy, inadequate pain relief, painful electrical sensations, and device communication failure. The patient subsequently underwent an scs system explant procedure.